Manufacturer narrative:
This is an initial report. An investigation is currently being conducted by the MFR. Once results are obtained, a follow-up/final form FDA 3500a will be submitted to provide additional info.

Event description:
On (B)(6) 2012, leica microsystems received a complaint that during a surgical procedure, the complete function of the microscope shut off.